Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The serial number of the product was unknown.

Event description:
It was reported that the patient presented in the hospital with lead noise. The low voltage atrial lead was explanted and replaced. The patient was recovering post-procedure.